Event description:
It was reported that the patient noticed where the scar tissue was, where the pump was put in, that part was going down and it almost looked like it was sloped, "like a ski slope." The patient started noticing it a month ago. The patient was paraplegic, and sometimes had to strain to have bowel movements. About one month ago the patient took two different antibiotics; the patient had 5 days with bowel movements, at different times of the day, 4 days straight. The patient didn't know if they might have put too much strain or gained a little weight. The patient reported you could "literally take the bottom of the hockey pock and almost turn it to where it is coming straight out." The patient tried to call their healthcare provider (hcp), but it was after hours. The patient questioned if they should have the ambulance transport the patient to the hcp to have them look at it. The patient had a home health nurse tha t came 2x/week. The patient discussed it with on of the nurses on (B)(6) 2015 (friday) and with one that came on the day of report. The nurse was concerned and told the patient "how about it flips over in the middle of the night?" The patient was schedule to see their hcp on the 11th but didn¿t know if they needed medical attention right away. The patient had never seen a pump slope. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n245015, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).